Event description:
While compounding [redacted] (our IV technician) noticed that 2h8671 0.2-micron filter has broken membrane. 2h8671 filters are used for some IV doses when needed. Filter was replaced with new one and defective one segregated. Our inventory was check for the same lot number and we did not find any more defective. Product info: non-dehp extension set 2h8671, lot (10)r24k23093. Manufacturer response for 0.2-micron IV tubing filter, non-dehp extension set (per site reporter).